Manufacturer narrative:
The implant remained in the patient, therefore, the product was not returned for evaluation. Arthrocare reviewed product complaint data for this failure mode. Incident rate is less then 1%. Additionally, a review of the lot history record was performed on lot # 115599. The device met all product specifications. No conclusion can be made. This MDR is for one of two devices that exhibited the same failure mode during the surgery conducted in 2007. Cross reference MDR 2032380-2007-00008.

Event description:
On 10/03/2007, a call was received notifying the company that during a routine arthroscopic rcr repair, the surgeon placed one magnum2 implant. Upon deploying the suture lock, the suture released and the repair became loose. He then drove the first anchor down in to the bone hole and placed a second magnum2 implant in the same hole. Once again, the stitch loosened. He then converted to a mini-open repair using a metal corkscrew anchor. The surgery was completed without further incident, and the patient is reportedly doing fine.